Manufacturer narrative:
Reports indicate the end-user is near or over the max weight limit of 330lbs, with reports indicating weight fluctuations from 315 - 350lbs, and the user reporting using the tilt feature numerous times throughout the day. The service provider had attempted to address the tilt over current issue by replacing the tilt motor, but after a short period of time the over current error returned which leaves the end-user unable to perform tilt. According to the end-user, without the ability to tilt they are unable to pressure relief, and this is causing them to develop pressure injuries around their groin area. Reports indicate the end-user has a history of pressure ulcers and this issue is exacerbating their existing wounds. Although it was confirmed a component malfunction having occurred, permobil is unable to confirm the root cause without speculation. Permobil representative is in discussion with the service provider regarding the end-user's weight, and if they can work with the end-user and payor source to provide a device that is better suited to meet the demands for the end-user's weight fluctuation.

Event description:
Reports tilt function on their device was receiving over current errors rendering the tilt function to be inoperable. This prevented the end-user from performing proper pressure relief which reportedly led to the development of pressure injuries requiring medical intervention to address.